Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that there was leaking at the filter of the cadd administration set. The product will not be returned . It was reported via email that the client was instructed to turn off the pump and clamp tubing and see homecare to have his line changed the following day. One dose was missed. The correct lot number (4234955) was provided. No patient injury was reported.